Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that upon sensor patch removal, sensor wire had remained inserted but protruding out of his skin. Patient proceeded to remove sensor wire out of skin with his own fingers. At the time of his call to dexcom technical support patient reported no discomfort and no pain at the insertion site.